Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, they deployed the clip, but it would not detach. They tried open and closing their hand rapidly, as well as straightening out the scope to release the clip. Unfortunately, it did not work and eventually the clip was pulled from the tissue. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.